Event description:
The customer states that five patients generated falsely elevated architect ca 19-9xr assay results for samples tested on an architect i2000sr analyzer. The following information was provided:sample identification (B)(6) 2014 (B)(6) 2014 b)(6) 2014 (B)(6) na 53.32 15.44 u/ml (B)(6) 181.34 na 8.48 (B)(6) 45.49 na 5.55 (B)(6) 57.46 na 6.31 (B)(6) 226.74 na 30.68 there is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site to inspect the analyzer. A leaking 100 ul trigger pump was discovered and replaced. Subsequent instrument operations and test results were acceptable. There were no injuries or exposures reported due to this issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect ca 19-9xr assay package insert both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.